Event description:
It was reported that the patients device stopped working for him. All components were explanted, and patient is currently doing well. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware. D6b: explant date: few years ago, from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7015014. UDI: (B)(4).